Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Conclusion: two empty labeled trays were received for evaluation. The empty trays were examined for visual inspection attribute defects under 10x magnification and no defects were observed. The actual sample was not available for evaluation. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent cardiac surgery on (B)(6) 2013 and suture was used. While knotting the suture, the suture broke. There were no adverse patient consequences.